Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic stack. The pump had moisture damage on the motor. Unable to perform the self-test, unexpected restart, operating currents, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm test due to a blank display. Unable to confirm the missing segment or partial display due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump display was turning in and out. The customer's blood glucose was 160 mg/dl at the time of incident. Troubleshooting was done. The customer's mother stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer's mother stated that the battery compartment and spring were not damaged or corroded. The customer's mother stated that the battery cap was not damaged or corroded. The customer's mother stated that the display did not return after troubleshooting. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.